Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a history of stroke prior to implant and was hit positive. The pt began experiencing increased lactate dehydrogenase (ldh), power increases, and hematuria. An echo was performed that revealed that the aortic valve (av) was opening at 9800 rpm. The pt's pump was exchanged the following day, and has ride-sided paralysis from stroke. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.